Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted beginning (B)(6) 2015, there were 22 ventricular sic and ventricular tachycardia (vt) non-sustained (ns) episodes with evidence of lead noise oversensing; on (B)(6) 2015, the rv pacing impedance spiked to 1232 ohms up from a trend in the 300-500 ohm range and the impedances continue to be high and variable. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing with several episodes of high-frequency n on-sustained ventricular tachycardia (vt) and a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.